Manufacturer narrative:
Per the lumenis ce customer engineer, there was a defect (spot or crack) on the sapphire tip of the lightsheer treatment head. This appears to be the root cause of the safety incident. The ce did not report any other problems with the lumenisone device. The customer reported that they had ordered a new lightsheer treatment head.

Event description:
Per the customer, a type ii-iii pt reported burns approximately one hour after the 8th lightsheer hair removal treatment to the chin. Per the customer, the pt had mixed first and second degree burns with some open blisters. The pt was recommended by the physician to apply polysporin (otc) and topicort 0.25% cream (prescription) for the burns. The physician saw the pt in follow-up 4 days later at which time the pt was healing and was recommended to continue use of polysporin and sunscreen.